Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " balloon failed to inflate". Additionally, it was reported that the user tried to use a syringe to fully inflate the balloon manually and had no success. To continue therapy, the device was replaced/inserted using the same original insertion site in the right femoral. No patient injury or consequence reported. Patients current condition reported as "fine".

Event description:
It was reported " balloon failed to inflate". Additionally, it was reported that the user tried to use a syringe to fully inflate the balloon manually and had no success. To continue therapy, the device was replaced/inserted using the same original insertion site in the right femoral. No patient injury or consequence reported. Patients current condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging that matches the serial number for the returned sample. Returned with the sample was the supplied 40cc driveline tubing. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was noted wrapped (or considered twisted) near the distal tip. The short arterial pressure tubing was noted connected to the iabc luer. A bend to the iabc central lumen was noted at approximately 23.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. No visual fos fiber breaks were noted. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The cal key code is "lcs". The bladder thickness was measured at six points with measurements ranging from 0.0061 in-0.0064 in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon failed to inflate" is confirmed. During the investigation the distal portion of the iabc bladder was noted twisted and the bladder would fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.